Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pod cannula was dislodged from their arm despite the pod adhesive being secure. The patient¿s blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod for between 37 and 48 hours. When the pod was removed the patient noticed the cannula was not properly inserted, which reportedly caused a skin infection. The infusion site on their arm was reported to be red, inflamed, hot, and wet with insulin. On (B)(6) 2026, the patient called (B)(6) and spoke with the general practitioner nurse but could not recall their name. The patient sent photos of the infection and flucloxacillin was prescribed to be taken 4 times a day. The patient applied a new pod. The patient stated they no longer have the pod to return for evaluation.